Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronically unstable thresholds due to its position in the middle cardiac vein at implant. The proximal lead was cut off and the lead was replaced. No patient complications have been reported as a result of this event.